Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2008. According to the complainant, the patient experienced an unknown injury. Accoding to the nurse at the physician's office, the patient was given postoperative medications such as estrogen cream and ibuprofen to relieve pain and discomfort. There were no complications reported by the patient after the procedure. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.